Manufacturer narrative:
Fge catheter, biliary, diagnostic - biliary stent - metal.

Event description:
According to the initial reporter the stent "sheered off during deployment." Small pieces of metal remain inside patient's body, unable to retrieve.